Event description:
Additional information: the hcp later reported that the cause of the event was catheter disconnect after itb replacement; the disconnect was at pump/catheter connection. The patient underwent surgical revision on (B)(6) 2011; new collar to attach cath to pump. The patient experienced withdrawal with increased tone, agitation and seizures. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump was replaced about (B)(6) ago. The pt was programmed to the previous dose following the procedure; the pt had been on that dose for years and was doing very well. The pt had experienced full baclofen withdrawal "hours later." The pt was noted as still being in the hospital, and was being managed with valium and oral baclofen. It was further noted that the amount of oral baclofen the pt needed, made it difficult for him to breathe on his own. An x-ray appeared to reveal a disconnect in regards to the pump/catheter connector. The health care provider planned to revise the pump/catheter connector site the following day. Add'l info will be provided in a f/u report as it becomes available.